Manufacturer narrative:
There was another lot reporte, it is listed below. Medical device lot #: 2321374, medical device expiration date: 2024-03-31, and device manufacture date: 2022-11-17. Initial reporter addr 1: (B)(6). Investigation summary: bd received 5 samples from lot 2321374, 5 samples from lot 2292070, and 2 photos from the customer in support of this complaint. An evaluation of the photos confirmed the presence of damage to the inside of the tube, on the side wall, has an indention and the plastic has been peeled away from the inside wall of the tube. The customer samples were inspected with no issues being identified. Additionally, 100 retention samples from both lots of the bd inventory were visually inspected with no damage to the inside of the tube being identified. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The exact cause of the failure mode cannot be determined. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. Bd was able to confirm the customer¿s indicated failure mode with the photo provided however, this defect is not caused by any process during the manufacturing of this product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was foreign matter in the tubes and they were concerned about the tubes breaking. The following information was provided by the initial reporter: customer reports the following: there were two aspiration errors when running cbcs, and when the tech checked the tubes for a clot, she discovered a hardened piece of plastic attached to the side. Even using forceps, the piece was quite attached. Concern dagger may break off and clog the aspiration probe. The tubes were from two different lots: #2321374; exp 3/31/2024, #2292070; exp 3/2024.